Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited gradually increasing pacing impedance and pacing thresholds. Sensing was normal. No signs of lead damage were reported on x-ray. Later, the patient had a syncopal episode causing a fall. Interrogation of the related device noted the patient had received an appropriate shock for ventricular fibrillation (vf). The vf was likely the cause of the syncope. Interrogation also indicated the rv lead had a high pacing threshold and a pacing impedance greater than 3,000 ohms. The pacing output was increased above the high threshold and a revision procedure was discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Approximately a year and a half later, a follow-up appointment was scheduled and completed for this patietn. The device continues to be monitored three times a month. The phsyican has elected to let the battery deplete and once the device is at end of life (eol) a revision procedure maybe performed to replace the device and leads. There were no further reports of patient effects and the patient will continued to monitored closely. The patient maybe put on heart transplant list. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and a amended report submitted should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately three and a half months later from the previous follow up visit, this patient was seen on (B)(6) 2012 for an additonal follow up. During that time it was noted that this right ventricular (rv) lead revealed a rise in pacing impedances greater that 3,000 ohms, a loss of capture and a rise in pacing thresholds .the rise in pacing impedances trends has revealed a sharp rise since (B)(6) 2011 and have been on the rise ever since. The physician has been aware of this situation for some time now, however has not replaced the lead as the device continues to be monitored and the physician has elected to let the battery deplete and once the device is at end of life (eol) a revision procedure maybe performed to replace the device and leads. After further investigation of the rv lead, the physician elected to turn off the right ventricular (rv) lead as a lead fracture as suspected. The left ventricular (lv) remains on and implanted while lv pacing remains available. The patient was noted to have an underlying rhythm and no syncope or loss of therapy has been observed. No adverse patient effects were reported. The device and lead remain implanted at this time.

Event description:
--